Event description:
Caller reported a cgm error. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with a pump reset, and the error code did not reappear. The caller successfully started their sensor session afterward.